Event description:
During a remote follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. It was suspected that the cause of the event was due to a conductor fracture but it was not confirmed. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that the device was programmed as a resolution.